Manufacturer narrative:
Manufacturer received a copy of the incident report with reference number: (B)(4) on dec 21, 2015 it is possible that this case could be related to the report submitted previously in 2014, our reference: (B)(4). Exact date of death was not provided. The device not returned.

Event description:
The manufacturer was notified on 21 dec 2015, that patient who had mitroflow lxa valve, died in (B)(6) 2010 due to cardiac insufficiency and early degeneration of bioprosthesis and cardiac insufficiency nyha stage 4 detected on (B)(6) 2010. No further information was provided.

Manufacturer narrative:
Because the device was not returned and no further information was available, livanova's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for the mitroflow aortic pericardial heart valve, lxa, size 21 at the time of manufacture and release. Correcting the reference number of the case previously submitted in the initial report in the manufacturer narrative from (B)(4) as there was typo error noticed in the initial report submitted. Device not returned to manufacturer.